Manufacturer narrative:
Additional: d10. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, while slitting the lead, the lead was knocked and the insulation was breached. A new lead was used. Patient was stable.